Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary stenting treatment procedure, side branch event occurred. In (B)(6) 2013 the subject presented with silent ischemia and was referred for cardiac catheterization. The target lesion #1 was located in the prox lcx with 90% stenosis, a length of 18 mm, and reference vessel diameter of 4.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.5 x 14 mm study stent with 0% residual stenosis. The target lesion #2 was located in the ramus with 99% stenosis, a length of 10 mm, and reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography result revealed 0% side branch stenosis at first obtuse marginal. Post procedure angiography revealed 70% 'branch percent stenosis' in 1st obtuse marginal. The subject was discharged the following day on dual antiplatelet therapy.